Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported two (2) false positive results with the ID now covid-19 assay for a patient performed on (B)(6) 2022. This MFR. Report addresses test one (1) of two (2). The consumer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022. On a nasal kitted swab. Pcr confirmation testing was on the same day generated a negative result. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported two (2) false positive results with the ID now covid-19 assay for a patient performed on (B)(6) 2022. This MFR. Report addresses test one (1) of two (2). The consumer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 tested on a nasal kitted swab. Pcr confirmation testing was performed on the same day and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and a lot-specific investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.b2, b5 and d3 are corrected h3 other text : device discarded, single-use device.